Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore, the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found u6 overheating. Verified u6 is defective. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u6 on the main pcba.